Event description:
Customer alleged that the pump was not delivering boluses correctly. Reportedly, the customer's blood glucose level ranged between 250-280 mg/dl. Customer reverted to manual injections.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.